Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was unable to experience the stimulation. The lead analysis found high impedances. The physician decided to replace the lead. No further information is available at this time.